Manufacturer narrative:
Follow-up #1: date of submission 08/27/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 08/12/2014 with the following findings: on investigation, the display screen demonstrated a persistent horizontal line through the text in the middle of the display. The pump was opened for investigation. There was no visible damage to the display screen. The display screen unit was removed, re-seated and re-tested; the horizontal line in the display was still present. The defective display unit was replaced with a test display unit, which illuminated properly without a vertical line through the display. On examination, the failed display untit was noted to have a defective flex (wire).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.